Event description:
Report by the pt as "my doctor tried to access the port to withdraw saline, there was no saline in the band. I had 3 cc put in the band. Because of ongoing problems with the band, they removed it" the patient also complained of having pain and vomiting. Additional follow up finding per the doctor reported as, no leakage or slippage were noted and believed the pt developed "intolerance" to the device, so he removed it.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Pain and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of intolerance under "adverse events" as follows: "it is important to discuss all possible complication and adverse events with your patient the risk with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addresses vomiting under "serious adverse events" as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eat more than recommended."